Manufacturer narrative:
The ge service representative performed an onsite investigation, and reloaded the configuration files onto a floppy diskette in the system.

Event description:
The customer reported that all system preset parameters were lost and retrieval attempts were unsuccessful. No patient injury was reported.